Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus cuff was removed and replaced with tandem cuff. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.